Event description:
The customer reported their coulter lh 500 hematology analyzer instrument leaked 1-2 ml of fluid from the bottom of the blood sampling valve (bsv) knob during start up. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No discrepant patient results were generated and there were no patient consequences. The msds was not reviewed; however, the facility has an exposure control or risk management plan in place. The fse assisted the customer over the phone and advised the customer to tighten the bsv (blood sampling valve) knob which resolved the leak. Failure mode was a loose bsv knob.

Manufacturer narrative:
(B)(4).